Event description:
Heartmate 2 left ventricular assist device (lvad) patient presents with 6th gastrointestinal bleeding event post vad requiring hospitalization and transfusion. Hemoglobin 7.0 on admission and international normalized ratio (inr) 1.5. Three units of blood were transfused. Consistent with patients updated wishes regarding plan of care, endoscopic evaluation is deferred and coumadin therapy is stopped due to burdensome gi bleeding events.